Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6) or baxter healthcare - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. The event was further described as "at 0630 large puddle of blood (approximately 500 ml) found on ground beside patient's bed, blood backed up from permacath access device into IV tubing." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.